Event description:
It was reported that one lens broke at the optic/haptic junction during insertion. The incision was enlarged and the lens was cut and removed. A second lens was inserted and the same problem occurred. A third lens was implanted and a suture was required. This report is for the cartridge involved in the event. Reference MDR # 1313525-2015-00226 for lens 1 of 2. Reference MDR # 1313525-2015-00227 for lens 2 of 2.

Manufacturer narrative:
The cartridge is not available for evaluation. The lot number has not been provided, therefore a device history record review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.